Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-lead fixation, upn: (B)(4), model: sc-4318, serial: ni, batch: ni.

Event description:
It was reported that during an implant procedure, the patient stopped breathing and had to be flipped mid-procedure. All device components were removed from the patients body. The patient was monitored in post-anesthesia care unit (pacu) and was having issues with oxygen saturation. The patient was then transported to the nearest hospital.

Event description:
It was reported that during an implant procedure, the patient stopped breathing and had to be flipped mid-procedure. All device components were removed from the patients body. The patient was monitored in post-anesthesia care unit (pacu) and was having issues with oxygen saturation. The patient was then transported to the nearest hospital.

Manufacturer narrative:
The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. The returned clik x anchor was analyzed, passed all test performed, and exhibited normal device characteristics.